Manufacturer narrative:
Additional information: 510k added an event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: visual, dimensional, functional and material analysis not be performed as the device is not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the product history records could not be performed as lot code are unknown. Complaint history review: a complaint history review could not be performed as lot code are unknown. Conclusions: it was reported that patient underwent knee replacement surgery with a defective device which was a substantial factor in causing the injuries which the patient suffers..the event could not be confirmed nor the exact cause of the event could be determined because insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6)2018 the patient underwent knee replacement surgery which was a substantial factor in causing the injuries which the patient suffers.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2018, the patient underwent knee replacement surgery which was a substantial factor in causing the injuries which the patient suffers.